Manufacturer narrative:
One power supply and one power cord was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. No visible damage was observed on any other returned cables and cords associated with power connections. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported fray and sparking of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.